Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in clinic follow-up, decreased ventricular sensed amplitudes were noted. The lead was capped and replaced. The device remains in use. The patient left the cath lab in a stable condition.